Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received (B)(6) for one patient sample. The initial result (B)(6) and was released to the patient. The sample was repeated on (B)(6) 2017 on another analyzer and the result was (B)(6). This result was considered to be correct. There was no allegation of an adverse event. The reagent lot number was 219011. The expiration date was requested but was not provided. Review of the provided calibration and qc data found all were within the acceptable range.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The issue may have been due to a pipetting issue such as foam on the sample. Other typical causes for this type of event include issues with sample quality or insufficient maintenance of the analyzer. The data provided did not provide any evidence of a reagent or analyzer malfunction. All calibration and qc data was acceptable. Information was provided that the result for a western blot was positive and was the reason the customer repeated testing.